Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a right-sided accessory pathway ablation procedure, the patient experienced a 2:1 atrioventricular block as the tactiflex catheter was being advanced into the heart. The patient was treated with atropine. No ablation energy was delivered and the procedure was abandoned. There were no alleged deficiencies against an abbott device. The patient is stable.